Manufacturer narrative:
The tech replaced all four casters to repair the bed.

Event description:
Info received indicates while performing a preventative maintenance check, the technician found the brake casters will lock but all four casters continue to swivel.